Event description:
Patient had a generator replacement. The generator was noted to have been discarded per hospital policy. No additional relevant information has been received to date.

Event description:
Patient noted that they would like their device explanted as it has never benefited them and has caused their vocal cord to collapse. The patients physician noted that they are not in favor of explanting the device, as the patient has psychosis at present and it is not a reasonable thing to do. No assessment was given on the cause of the vocal cord paralysis. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution no other relevant information has been received to date.

Event description:
Patients device was programmed off.